Event description:
The tps handpiece cord was sent for evaluation because it was allegedly making the tps micro driver run without activation during a procedure, which was completed with a readily available spare device without any clinically significant delay and no adverse consequences were reported.

Manufacturer narrative:
The device was received for evaluation and a follow-up report will be submitted once the quality investigation is completed.